Event description:
It was reported that the ilet device had a cracked display that worsened over time, resulting in partial unreadability and necessitating replacement of the unit. Symptoms included no reported changes in blood glucose levels. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included collection of return tracking information and receipt of the device for assessment. Investigation of this device revealed a damaged screen consistent with physical damage to the display component. It was concluded, based on previously established findings for similar reports, that the cause was attributed to external physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.